Manufacturer narrative:
The insulin pump had missing segments during the self test due to an open display connector. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported that they were unable to see parts of the screen. Customer stated that parts were missing. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.